Event description:
The customer reported the generation of erroneously low sodium (na), potassium (k), chloride (cl), hdl cholesterol and aspartate aminotransferase (ast) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and observed a leakage from the pressure sensor connection in the sample probe line. The fse identified the failure mode as defective vacuum pump isolators . The fse replaced the vacuum pump isolators to resolve the issue. System performance was verified and no further issues reported. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).